Event description:
Elevated pt values when using a clinical chemistry reagent. Pt scheduled for surgery, but later found to have elevated interferent in the sample that was addressed in the labeling, but not followed by the account. Tests were rerun. Pt was not operated on.